Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had pre-existing hip and leg pain and the lifevest exacerbated the condition. There was no alleged device malfunction contributing to the irritation. The patient had an x-ray which showed a degenerative back. The patient's physician prescribed medication for the pain. Follow up indicated that the pain improved.